Event description:
It was reported that the pump screen unexpectedly went blank, with no led indicator, and was unable to turn back on, which indicated a charging issue with the t:slim x2 pump. The impact on the customer¿s blood glucose level was unknown as the caller declined to provide specific information. Technical support instructed the customer to troubleshoot by ensuring the pump was charged using known working charging supplies and to leave the wall adapter connected for at least 30 minutes to see if the pump would begin charging, with a follow-up planned.